Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was noted that a patient presented in a clinic with right ventricular lead exhibiting noise. This led to oversensing without inappropriate therapy. Lead was capped and replaced at (B)(6) 2019. Patient did not encounter any complication from the lead revision procedure.